Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
The customer reported "the display stocks from time to time, get frozen and I also tried to download the data with the new cable and the new trace, not working." There was no patient impact or consequence reported.